Event description:
Voluntary medwatch received states that the low voltage lead was explanted due to product performance issue. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5163157.